Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 375 mg/dl. The customer changed the infusion set and site, and during cartridge load, received a minimum fill notification as the customer had not filled with enough insulin. As the customer did not have additional insulin available, the customer intentionally performed fill tubing process while connected at the site and delivered 1.3 units of insulin. In addition, the customer reported an unspecified error but was unable to verify in the pump history. During a follow up call, the customer reported bgs were coming down and were almost within target range. Few hours later, the customer received a cartridge alarm 19 during basal delivery. There was no impact to the customer's blood glucose level due to the reported issue. As the customer was able to load a new cartridge successfully, it was indicated that the customer would continue to use the pump for continued insulin therapy.